Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rexg1967 showed no other similar product complaint(s) from these lot numbers.

Event description:
It was reported that when the introducer was removed during the procedure of catheter PICC, the introducer to be broken, broke up incorrectly, being necessary to remove the portion of the catheter (which broke erroneously) with tweezer. It was reported to moh by the customer under (B)(4).